Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (538 mg/dl). The cause for elevated bg levels was unknown. Customer addressed elevated bg levels with manual injections. Recommendation was made to discuss diabetes management with customer's health care professional.